Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer time to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.